Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, due to an infection of the pacemaker pocket, the patient underwent a device explantation procedure. The pacemaker was explanted from the patient's body along with the atrial and ventricular leads. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.

Event description:
On (B)(6) 2017, due to an infection of the pacemaker pocket, the patient underwent a device explantation procedure. The pacemaker was explanted from the patient's body along with the atrial and ventricular leads. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.